Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the audio bolus button was found to be intact and intermittently responsive. The audio bolus button cover was removed and contamination was found under the contact and the contact base. The ok and contrast keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all keypad button contacts. The down arrow button contact was also observed to be bent and damaged. Unrelated to the initial complaint, the display screen was dim and discolored. The battery compartment was also observed to be cracked, and the battery cap was damaged/stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue .it was alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.